Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was noted in the inner pouch of a vascular probe device. The particulate matter was not further described. The issue was noted upon incoming product inspection, prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and noted loose pm on the outside wall of the inner pouch. Microscopic inspection was performed and again noted the particles. The size of the particles was found to be within specifications for this product. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.